Event description:
It was reported that during a pta/stenting treatment procedure to dilate bilateral lesions in the iliac's, it was noted that the product inside the package was a different size than what was indicated on the product label. The physician was performing "kissing" technique and had deployed a 10 x 42 wallstent on the left side. The physician intended to then place the same size wallstent on the right side, but when this wallstent was partially deployed, it was noted to be longer than anticipated. This wallstent was removed from the pt without incident and another stent was successfully placed to complete the procedure. No pt injury or complications were reported. The pt is reported as 'ok' following the procedure.